Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was above 400 mg/dl at the time of the incident. Customer reported that the insulin flow block alarm continues to happen. Customer reported that no matter what the insulin pump is doing she is receiving this alarm. The customer stated that she has changed infusion sets/types and location, but she continues to get the alarms. The customer currently is not wearing the insulin pump so we are unable to troubleshoot the high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.